Event description:
It was reported that there were failed dfts (defibrillation thresholds). The device was explanted and replaced. It was also reported that there was a performance issue with a lead that was opened but not used. Follow-up has been initiated to clarify the nature of any performance issues. If any additional performance information is received, it will be submitted via a supplemental report. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there were high dfts.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead, (B)(6) 2013; 5076-52 implantable pacing lead, (B)(6) 2013. (B)(4). Evaluation summary: upon analysis, no anomalies were found.